Event description:
It was reported that the patient had thin skin and the pump started to come through the skin. The erosion occurred at the device pocket. The pump was explanted. The drug in the pump was morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter (B)(4).